Event description:
It was reported that the ilet user experienced difficulty connecting the tubing and positioning the anchor for a contact detach infusion set due to dexterity and vision limitations, after which the previously removed tubing was replaced with a new set that was successfully applied following troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the use issue without alerts or alarms and no need for further assistance. Investigation included customer troubleshooting and user education focused on correct infusion set assembly and connection. Investigation of this case revealed improper infusion set connection during initial handling that was corrected by guided reassembly and proper deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.